Event description:
It was reported that during an unknown procedure, when the surgeon fired the device, the staples were malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.